Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass the shunt sensor leaked. The product was changed out. The surgery was completed successfully. There was minimal blood loss.

Manufacturer narrative:
Terumo received the actual device for investigation. Visual inspection revealed a crack in the overcoat ring at 9 oclock; as well as, a scratch on the thermowell. Performance testing confirmed the complaint, the device leaked. It is most likely that the device was on the lower end of the adhesive injection volume for the primary adhesive ring, and the technique being used did not allow for the adhesive to optimally disperse around the opening. The device was sufficiently cured to pass through the 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. (B)(4). All information has been placed on file with quality management for appropriate tending, tracking, and follow-up.